Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. The cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing process include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifications. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent was found to be defective. While deploying the taxus express2 3.0x20mm drug eluting stent, the distal end of the balloon would not expand. The balloon was removed and the physician post dilated with a 3.0x15mm maverick balloon. The stent was successfully deployed. No patient complications occurred. Patient status is ok.